Event description:
It was reported that bd sharps coll did not have required labels attached to the collection bin. The following information was provided by the initial reporter, translated from japanese to english: according to the customer report unlabeled product found before use.

Manufacturer narrative:
E. Facility name longer than allowable: (B)(6) hospital. E. Reporter name provided is not a persons name: "(B)(6) accident nurse". H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
Imdrf codes must be updated.